Manufacturer narrative:
An event regarding revision due to arthrofibrosis involving a triathlon insert component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical information was provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that arthrofibrosis may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This patient is a subject in (B)(6) study. The subject had an adverse event of arthrofibrosis. The subject had limited rom postoperatively and underwent a manipulation under anesthesia on (B)(6) 2016. Following the manipulation the subject achieved 0-145 degrees of rom. The adverse event was reported as "uncertain" in terms of relationship to the device.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #5 r-cem; cat# 5510-f-502; lot# emcpb. Triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# apf9k. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# yj09. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
This patient is a subject in stryker's triathlon tritanium study. The subject had an adverse event of arthrofibrosis. The subject had limited rom postoperatively and underwent a manipulation under anesthesia on (B)(6) 2016. Following the manipulation the subject achieved 0-145 degrees of rom. The adverse event was reported as "uncertain" in terms of relationship to the device.